Event description:
We have been trialing new urine bags and their associated measuring attachments. The bag in question started leaking and the manufacturer changed lot numbers. We have continued the trial with the same results which are leaking bags. Manufacturer response (as per reporter) for urine meter foley tray, (brand not provided)manufacturer has changed out lot numbers but problem exists with multiple lot numbers. The lot # provided is only one of at least 3 other lots that leak.